Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a turbo-ject® single lumen over-the-wire power-injectable PICC was implanted on an unspecified date for infusing antibiotics until (B)(6) 2017. The specific antibiotic was not identified. The customer reports that the device began to leak at the connection where the tubing enters the manifold. The patient underwent explant of the leaking device and replacement with a new catheter. No unintended portion of the device remained within the patient. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing is partially severed from the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.